Event description:
Caller states pt reportedly received results of 100 mg/dl and 182 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.